Manufacturer narrative:
Vyaire medical file identification: pc-(B)(4). A vyaire field service representative(fsr) evaluated the device onsite and a performance test was completed on the unit. The unit performed to meet all manufacture specifications after replacing the o2 (oxygen) cell and calibrating to factory specification. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator was experiencing an out-of-range o2 (oxygen) percentage, which occurred shortly after the unit underwent preventive maintenance. Furthermore, there was no patient associated with the reported event.